Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection. A definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: drawing number and revision number of IFU: gk7055 08. Before use, prepare and inspect the instrument as instructed below. Inspect other equipment to be used with the instrument as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the instrument, contact olympus. Damage or irregularity may compromise patient or user safety, such as an infection control risk, tissue irritation, punctures, bleeding or mucous membrane damage, and may result in more severe equipment damage. The volume of air in the balloon should not exceed the parameters specified in the tables in chapter 8, "specifications". Otherwise, the balloon may burst. ·do not inflate the balloon rapidly. Otherwise, the balloon may burst. Inflate the balloon with air only. Inflation with anything other than air may hinder expansion and contraction of the balloon. Do not use the balloon catheter to retrieve a calculus that is larger than the fistula or lumen size. Doing so could cause patient injury such as bleeding or mucous membrane damage. It could also burst the balloon or cause the balloon to become stuck in the fistula or lumen, resulting in the distal end of the instrument breaking off and remaining inside the fistula or lumen. ·the volume of the air in the balloon should not exceed the parameters specified in the tables in chapter 8, "specifications". Otherwise, the balloon may burst or may not deflate properly. When the balloon does not deflate, do not operate the balloon catheter with excessive force. Otherwise, the distal end of the instrument may break off and could remain inside the patient. Confirm that the balloon is completely deflated when inserting the instrument into the endoscope. If the balloon is inflated, the distal end of the instrument may extend from the distal end of the endoscope abruptly. This could cause patient injury, such as punctures, bleeding, or mucous membrane damage. It may also damage the endoscope and/or instrument. Do not force the instrument if resistance to insertion is encountered. Reduce the angulation (or lower the forceps elevator, if applicable) until the instrument passes smoothly. This could cause patient injury, such as punctures, bleeding, or mucous membrane damage. It may also damage the endoscope and/or instrument. Do not operate the instrument abruptly or with excessive force when retrieving a foreign object. Otherwise, patient injury such as bleeding, mucous membrane damage, or edema may occur. If resistance is too strong and withdrawal is difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal of the instrument could damage the instrument and/or endoscope. ·when using an endoscope equipped with a forceps elevator, do not withdraw the instrument from the endoscope if the forceps elevator is up. This could damage the instrument. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the single use 3-lumen extraction balloon burst. The issue occurred during an unknown procedure. There were no reports of patient harm.